Manufacturer narrative:
Product 340-4128 lot no. (B)(4) is currently under recall #z-1444-2011.

Event description:
Info received alleges tubing has been alarming air in line frequently. Pumps were swapped out but alarms continue. The pt will prime the air out and the tpn infusion will run for a few hrs but then alarms again. Pt has changed the tubing during the infusion but no resolution.